Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the stylet was confirmed but the exact cause could not be determined. One single-lumen (s/l) powerpicc was returned for investigation with the 3cg stylet. The t-lock extension set was received attached to the PICC connector. The stylet wire had been removed from the t-lock extension set. The stylet tip was intact. A microscopic examination revealed significant kinks in the polyimide tubing between the 18th and 19th magnets from the distal tip of the stylet and at the proximal end of the 21st magnet from the distal tip. Minor kinking was observed in the polyimide tubing between each of the other magnets. It is possible that the stylet was bent during use. Insertion against resistance and removal of the stylet from the t-lock extension set may have been contributing factors. A lot history review (lhr) of reer2113 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nurse met obstruction, stylet would not come out and when it did, was snaked/ deformed with small bends about ½ cm in length." No other information was provided.